Event description:
Patient testing prothrombin time one time per month. Tested inr=1.3, coumadin increased. Tested one month later inr=1.4, later that month patient having abdominal pain and dark stools. Admitted to the hospital for gi bleed, inr=9.26, received 3 units of packed red blood cells. Patient released 2 weeks later and doing well.